Event description:
A 28mm diameter x 16mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for endovascular treatment of an 5.4cm abdominal aortic aneurysm. Vessel morphology is unknown. It was also reported that as two months post implantation there was a type ii endoleak, resulting in the expansion of the aneurysm to 6.0cm. Eleven months post implant the physician elected to place an aortic cuff for an presumed type 1 endoleak from the left iliac artery. Two months later CT demonstrated that the aneurysm was 6.5cm with a persistent type ii endoleak from the ima. 14 months post implant the aneurysm measured 7.5cm, with some angulation of the proximal aortic neck. It is difficult for the physician to determine if the endoleak was from a seal leak or retrogade leak through the ima. A couple of weeks later it was apparent that the lead was type ii from the ima via the superior mesenteric artery. The physician elected laparoscopic ligation of the ima. Two months later the CT demonstrated another type ii leak from the lumbar arteries. Seventeen months post initial implant the CT demonstrated a type iii endoleak and an iliac extension limb was placed. It was also confirmed that there was a type I endoleak due to the greater than 60 degree angulation of the aortic neck. The physician recommended surgical explantation and repaired with a conventional graft. Two months later the physician removed the stent graft and its components. It was reported that the patient had a prolonged episode of hypotension introperatively. The next day the patient expired. The patient's death was attributed to persistent hypotension, hyperthermia, bowel ischemia leading to cardiac arrest and expiration.